Event description:
It was reported that the display of a novum iq large volume pump showed no content. This issue was further described as, ¿screen went out¿. This issue was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported issue was reproduced as a distorted display. Evaluation found vertical lines and a black patch in the upper right corner of the display making it difficult to read what the screen is displaying. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a display failure. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.